Event description:
It was reported that the subject device had no image during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6) hospital. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: e216 scope communication error occurred. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: defective ultrasound plug unit caused error e216 scope communication error. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.